Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm downstream occlusion when expected and occlusion was present occurred during programming/setup. The downstream pressure was set to high. There was no patient involved. No additional information is available.